Event description:
It was reported that the catheter was unable to be aspirated. A dye study was done but the cause of the product issue was not determined. The patient experienced less than 50% therapy relief. The catheter was replaced. It was noted that the catheter was discovered and would not be returned to the manufacturer. The patient status was reported as ¿alive-no injury¿. The device system was used to deliver dilaudid 10mg/ml at 0.48mg/day and bupivacaine 5mg/ml at 0.24mg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n139297003, implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
The patient reported with the first pump the patient had was only delivering approximately 50% of drug with 10cc reservoir volume discrepancies.